Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation for distal tivia on (B)(6) 2013, the doctor inserted both a 3.5 cortical screw and 4.0 cancellous screw without cutting a thread with a tap. The screws broke as a result. No impact to the patient was reported. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.